Event description:
It was reported by the patient that they were experiencing low blood glucose levels of 124 mg/dl when the patient passed out. It is unknown how long the pod was worn. There was no mention of seeking medical attention. As treatment, the patient's friend picked him up and brought him something to eat.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported loss of consciousness was a cause of our product. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.